Event description:
The customer reported "no display." There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported "no display." There was no report of adverse patient impact. The device was evaluated by a philips field service engineer, but the symptom could not be duplicated. During the evaluation, the ac power supply and battery were found to be defective. The field service engineer recommended replacing the ac power supply and battery. The customer was given a quotation for repair. We are unable to determine the cause of the customer's reported symptom, since the symptom was not duplicated.